Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. .

Event description:
Information indicated by medtronic that the insulin pump was under delivering insulin due to a discrepancy in the actual versus expected amount of insulin delivered. Customer reported that all parameters, blood glucose value, and carbohydrate values were input correctly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.